Event description:
The customer reported via phone call that she changed the insulin and noticed the reservoir had a large air bubble when turning it upside down. The customer was advised to disconnect and push the bubble back in the insulin vial. Customer stated she felt confident resolving the issue on her own. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.